Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 2 years 1 month post implant of this 36mm annuloplasty band in the mitral position, patient had moderate mitral regurgitation. The physician explanted the device and implanted a 34mm annuloplasty band. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.